Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. E1: initial reporter email address - (B)(6). H6: health effect clinical code - renal impairment.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was having ¿uncontrollable bgs¿, her ¿kidneys were not working¿, and she had abdominal distention. The patient was transported to the ER by ambulance. No specific cgm/bg comparison values were reported; however, it was stated the cgm values were ¿30-40 points off¿. Once in the ER, the patient cgm reading was 75 mg/dl. No bg meter comparison was provided. The patient was treated with an unspecified IV (possible ¿glucose shot¿) and orange juice. The patient was still in the hospital as of (B)(6) 2024 (date of ts follow-up) as the patient has several pre-existing health conditions being treated, including an auto-immune disease of the brain, high creatinine levels, and the ¿inability to move muscles according to what her brain commands¿. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.